Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 2 had failed at the station. A field service engineer found a door controller switch to be intermittent, and wire brushed all contacts and applied dielectric grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system's tower door 2 failed for station hrespther. The customer reported that this incident resulted in a delay in patient care, and there was no patient harm. There were no adverse events or injuries reported based on this event.